Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. The device is reportedly unavailable for investigation. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the durahooks broke during use and pieces fell into the patient. An x-ray was necessary to locate the pieces. The patient's condition was reported as unknown.